Manufacturer narrative:
Additional information: d6a, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/15/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient suffering from a bicep tendon lesion underwent an scr procedure on (B)(6) 2023. During the procedure, a pushlock anchor was implanted. It was reported that failure of fixation occurred due to a retear of the anchor requiring revision surgery. The failed scr procedure required conversion to reverse shoulder replacement. The physician did not disclose the dates for the revision surgery.